Event description:
It was reported to philips that the system lost the live image. The system was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint. The complaint device 722281 is not sold in the USA. However, a similar device 722228 is marketed in the USA under 510(k): k200917.

Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred. The procedure was completed without delay. A philips field service engineer (fse) visited the site and found that the led on the hard disk was off and checked the power to the 3dws-pc. The fse reinstalled the cables and reinserted the pc cards. The 3dws-pc was able to start up. The fse solved the issue by replacing the 3dws-pc. After the replacement and functional checks, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. This is scenario is not likely to cause or contribute to death or serious injury if it were to recur. Based on re-evaluation, this case is not reportable. The codes were updated based on the investigation outcome. Device problem code was corrected.